Manufacturer narrative:
(B)(4). The complaint opt844 nasal cannula is currently en route to fisher & paykel healthcare (f&p) (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported, via a fisher & paykel healthcare (f&p) field representative, that the opt844 nasal cannula was damaged. Further information from the healthcare facility revealed that the patient had pulled the cannula from the face and consequently damaged the cannula. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). The opt844 interface is used to deliver humidified oxygen to patients. The opt844 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. Method: the complaint opt844 nasal cannula was received at f&p in new zealand for investigation where it was visually inspected. Results: visual inspection of the returned cannula revealed that the nasal prong was found broken at the right headgear connection point. Conclusion: based on the information provided by the customer, the cause for this damage is most likely due to the cannula being pulled away by the patient. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of. The subject opt844 nasal cannula would have met the specification during production. The user instructions which accompany the opt846 cannula show in pictorial format the correct placement and fitting of the cannula and also warn: appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death. Do not crush or stretch tube.

Event description:
A healthcare facility in brazil reported, via a fisher & paykel healthcare (f&p) field representative, that the opt844 nasal cannula was damaged. Further information from the healthcare facility revealed that the patient had pulled the cannula from the face and consequently damaged the cannula. There was no reported patient consequence.